Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was too soft and bent easily. The device was used with a patient on a ventilator up to two weeks. There was no reported patient outcome.